Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side on the air pen drive device was not functioning and was defective. It was further determined that the device failed pretest for check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, and check internal leak tightness. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.